Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient's implant and stimulation were not working as well as the trial, and when x-rays were done the patient was told that the leads were not where they were supposed to be. No falls, trauma, or activity was related to this issue, and a revision was done on (B)(6) 2015. Per the patient the revision resolved the issue. No further complications were reported or anticipated.